Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The troubleshooting measures included addressing the error 23062, which was reported during system setup and mid-case. The customer opted to continue the procedure using an alternate console, and further troubleshooting was recommended to check cabling and perform possible ergo calibration.

Event description:
It was reported that during setup for an inguinal hernia etep - unilateral procedure on a da vinci 5 system, the or staff called to report recurring 23062 errors associated with the console. The technical support engineer was unable to view logs for the current power cycle, and the customer opted to continue the procedure using console one. Previous reports indicated that the console experienced similar faults mid-case, but troubleshooting was not performed at that time as the caller was not present with the system. The procedure was completed as planned with no report of patient injury.